Event description:
Neonate intensive care unit (nicu) infant was on synchronized intermittent mandatory ventilation simv mode with pressure support. Infant was breathing spontaneously but was not triggering pressure support (ps). Changed sensitivity to lowest possible trigger and infant still not triggering. Infant had a strong spontaneous effort and should have been able to trigger the vent. Changed flow sensor w/o any change in triggering. Placed infant on a different ventilator and infant was triggering vent w/o problem. After changing vent infant had a decrease in transcutaneous (tcco2) and was able to wean.